Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 312 mg/dl lasting approximately 1.5 hours while the pump remained connected and insulin delivery was not paused; device data appeared delayed, and levels later trended down without supply changes. Symptoms included no reported clinical effects such as altered consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for backup therapy, no ketone testing, no professional medical intervention, and no assistance from others. Investigation included review of reported device connectivity and data synchronization, confirmation of continued insulin delivery, and follow-up to verify resolution. Investigation of this case revealed that blood glucose subsequently decreased to 78 mg/dl with monitoring, and no device malfunction or component failure was identified; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was not attributable to a confirmed device failure and the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.